Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.